Event description:
Grease leaking from gearbox. Reportedly the end user reported to the dealer that he was getting an error message and that the brakes were not working. The powered wheelchair was taken to the dealer for evaluation and the dealer identified leaking grease. A new gearbox was ordered for repair. No injury.